Event description:
During the preventive maintenance of the da vinci surgical system by the intuitive surgical, inc. Representative or the technical field specialist (tfs) observed a system error in the system log review. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house brake weight drop test. The axis-2 brake was replaced and the arm was upgraded with new brakes, gears, bearings and shafts.